Event description:
Physician attempted to operate and was given an error message that too much torque was being used. Physician removed device from patient and attempted to use again, same message appeared. Physician noted that the shaver would remain open, but would not clamp down to complete shaving motion.